Manufacturer narrative:
The reported malfunction was observed and attributed to a system interconnection flex cable connector that was not properly seated. The cable connector was replaced to correct the reported problem. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device failed to charge. Complainant did not indicate that there was any patient involvement in the reported malfunction.